Event description:
During preventive maintenance the manufacturers field service engineer (fse) found the backup battery charging light not illuminated. When ac power was disconnected the device shut down. The fse replaced the power supply to correct the finding. The device passed the performance verification testing. No patient involvement.

Manufacturer narrative:
Event date: (B)(6) 2014. MFR received date: 12/17/2014. Conclusion / root cause: this power supply was tested with no failures identified. This report is being submitted as part of the remediation for CAPA (B)(4).